Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-03120 & 3006705815-2019-03119.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-03120 & 3006705815-2019-03119. It was reported the patient has been receiving inadequate therapy due to high impedance being present on one of their leads. As a result, the patient will undergo surgical intervention on a later date. All of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein a lead was explanted and replaced.